Event description:
It was reported that the subject device forceps elevator wire was fractured and it could be raised. The issue was found during a reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: the most probable cause was traced to a component failure. Olympus will continue to monitor field performance for this device.